Event description:
Abbott freestyle lite test strips, lot 1251734, 2013/07 expiration date, code 16. This is a tube of 50 test strips. Tube is always kept tightly sealed. This tube has an abnormally high err rate - meter records err followed by a number that I haven't tracked. My experience is higher than 10% (>5 failed tests) from this lot. My attempts to contact the MFR, abbott failed twice on (B)(6) when I called their (B)(4). I was able to reach an operator at the second number who tried to get me in contact with someone but this also failed. Dose or amount: one test, frequency: 4 to 6/day. Route: cutaneous.